Manufacturer narrative:
The samples are serum. The patient has a history of non-reactive toxo igg results. Qc and instrument data were not supplied. Customer product line support (cpls) tested the sample, but could not reproduce the customer's elevated results. No clear root cause for this event has been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated toxo igg results in reactive and equivocal ranges for one patient generated by unicel dxi 800 access immunoassay analyzer. The erroneous results were reported out of the laboratory. The results generated by access analyzer were discordant to an alternate method. The customer did not receive any report of death, patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.